Event description:
It was reported that the signal artifact monitor (sam) disabled the minute ventilation (mv) on this cardiac resynchronization therapy defibrillator (crt-d). This event was registered during a surgical procedure for this patient, which caused external noise to be oversensed by this device. Additionally, low out of range impedance measurements were registered during said procedure. No adverse patient effects were reported. This crt-d remains in service.